Manufacturer narrative:
Updated data: b4,e1(address,city,phone)g3,g6,h2,h10,h11.corrected data: b5, h6(impact & clinical).

Event description:
It was reported that during in house inspection, the cardiosave intra-aortic balloon pump (iabp) units hinge cover between display and touch screen is damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units hinge cover between display and touch screen is damaged.

Manufacturer narrative:
Updated fields: b4, d1, d4 (unique identifier (UDI) #), d9, e1 (site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected field: d4 (version or model #, catalog #). A getinge field service engineer (fse) stated the hinge cover between the display and the touch screen was damaged. Detachment of the cart and the main body was defective. The so hasn't been uploaded yet as it has to be created but fse had replaced the required part to resolve the issue.

Event description:
N/a.